Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery also, unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed displacement test, rewind, basic occlusion test and prime test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed motor error during prime/rewind. Customer's blood glucose reading was 174 mg/dl. No significant events leading to the alarm were observed. Customer reported that customer was unable to rewind the insulin pump. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.